Event description:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10570) which was submitted on aug 11, 2021. This complaint is not reportable to u.s. FDA because sha-p6 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10570) which was submitted on aug 11, 2021. This complaint is not reportable to u.s. FDA because sha-p6 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Evaluation summary: it was caused due to the insufficient connection between the ac adaptor and the conversion plug for europe. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
The ac adapter and the conversion plug have been disconnected during disconnecting the charger unit from the wall socket. The person might have been touched the metal part of the ac adapter, which still was partly inside the conversion plug - and carrying mains voltage 230vac. The result was that she got a short electric shock. The earth leakage circuit breaker was functioning correctly and tripped immediately, preventing further damage. This event occurred at the time of reprocessing. Conversion plug is for emea only. It is not distributed in the u.s.